Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. Reportedly, the device displayed the end of service (eos) message. Surgical intervention may occur later to address the issue.